Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrest, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined. Three system controller log files were submitted with overlapping data. A review of the patient¿s log files revealed transient low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 0 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. On (B)(6) 2021 at 16:20:33, there was an intentional pump stop and the lvad was shut off. The motor speed, flow and average pi of the pump steadily decreased until the pump parameters all reached 0 at 16:20:38. At 16:20:40 the pump was temporarily turned on until there was another intentional pump stop at 16:20:42. The pump parameters remained at 0 for the duration of the log file. (B)(6) will not be returned for investigation. The current heartmate 3 left ventricular assist system instructions for use (IFU) lists potential adverse events, such as death that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest and was unable to be revived. The cardiac arrest was witnessed. The patient had a prior cardiac arrest 4 days prior. The patient passed away on (B)(6) 2021. The death was not considered to be device related and the device operated as expected. The ventricular assist device (vad) appeared to have been working appropriately. The log file observed low flow alarms that occurred on (B)(6) 2021 that dropped as low as 0.4 lpm and additional low flows on (B)(6) 2021. The cause of the low flow alarms was due to the cardiac arrest. The timing of the low flows correlated with the time of the cardiac arrest. The log also showed low speed advisories due to the set speed being turned down to 4400 rpm with a set low speed of 4600 rpm. The flows dropped even lower. Later the set speed was put back to 5600 rpm and the low speed advisories stopped but the low flows continued. The pump was off due to an intentional pump stop command being given. The pump was then reconnected for a short period of time and then another intentional pump stop command was given. No additional information provided.